Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Technical root cause could not be determined the contributing factors could be sterilization of instruments, surgical techniques, pre and post-operative medications. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that two days following lasik surgery, the patient presented with grade two diffused lamellar keratitis (dlk) in the right eye. The topical steroid drops were increased to treat the event. The event resolved with the treatment eight days later. The patient was asymptomatic and was happy with her vision. No further information is expected.